Event description:
It was reported that the customer's insulin pump had no audible tone or beeping. Partial display was also mentioned. Customer's blood glucose level was unknown. Advised insulin pump would be replaced. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Insulin pump was received with no audio tone/beep due to broken solder joint on transducer disk. Unit had compromised force sensor error alarm during basic occlusion test and unable to prime at 2.5 lbs during prime test due to cracked end cap. Unable to perform occlusion test due to compromised force sensor error alarm. Unit had cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.